Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high thresholds. There was loss of capture which led to asystole greater than 2 seconds. An invasive procedure was performed to reposition the rv lead which resolved the observations. No adverse patient effects were reported. The system remains in service.